Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a competitor's revision hip surgery, it was reported that upon insertion of the restoration modular distal stem, the distal stem impactor became stuck. Upon multiple attempts to remove the impactor, the unit broke. It was reported that the stem and a portion of the threaded insertion shaft remained in the patient. It was reported that after about 10 minutes the unit was removed and the case was completed using the previously stuck stem implant.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular inserter was reported. The event was confirmed by mar report. Visual inspection was performed as part of the material analysis report (mar), which indicated "damages consistent with contact against a hard object and in-service use were observed on the handle and outer sleeve of the inserter. The hex end of the inserter with in-service use damage being observed." Material analysis stated that "the inner rod of the inserter fractured due to a torsional overload condition." Clinician review: not performed as no medical records were provided. A review of the product history records indicate products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The reported event was confirmed by material analysis report. The report concluded that the inner rod of the inserter fractured due to a torsional overload condition. Eds showed the inner rod was consistent with 17-4 ph ss alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a competitor's revision hip surgery, it was reported that upon insertion of the restoration modular distal stem, the distal stem impactor became stuck. Upon multiple attempts to remove the impactor, the unit broke. It was reported that the stem and a portion of the threaded insertion shaft remained in the patient. It was reported that after about 10 minutes the unit was removed and the case was completed using the previously stuck stem implant.